Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device in question. The evaluation was able to reproduce the observed false downstream occlusion alarm when attempting to run a loaded IV set. It was observed that the downstream sensor current reading with a fluid filled set to be elevated and out of specification. An elevated signal level makes the pump more sensitive to pressure and can cause false downstream occlusions. The downstream tubing guide and gasket assembly were replaced to correct this issue.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.